Manufacturer narrative:
S/w version: 4.11j. Retainer ring = black. Customer returned pump for an alleged possible under delivery anomaly found on (B)(6) 2021. Pump passed the self-test, displacement test, rewind test, basic occlusion test, force sensor test and occlusion test, however failed the prime/seating test. Successfully downloaded history files and traces using thus. No confirmed insulin flow block alarms found in the history file on or near the event date. The follow boluses were delivered on the event date of (B)(6) 2021: the electronic assemblies and motor assemblies were inspected, and moisture damage (dried insulin) was noted on the motor slide. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, and cracked case above arrow and battery icon. Customer alleged for possible under delivery anomaly was not confirmed. Moisture damage was confirmed due to dried insulin on the motor slide. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a issue with air bubbles. No harm requiring medical intervention was reported. The customer will continue use of the device.